Event description:
It was reported to boston scientific corporation that an advantage fit implant was implanted into the patient on (B)(6) 2013. An advantage fit implant was also implanted into the patient on (B)(6) 2019. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; oth pain: bladder nonsurgical treatments: the patient was treated with pain medication for the treatment of: panadol and nurofen. The patient was treated with topical treatment (including oestrogen cream): xylocaine for the treatment of: numbing cream to try and make sex possible. ---additional information received on october 3, 2022--- it was reported to boston scientific corporation that an advantage fit system device was implanted into the patient on (B)(6) 2019. However, it was subsequently clarified that the device implanted on that date was not a bsc device. Please refer to manufacturer report #(B)(4) for the advantage device implanted into the patient on (B)(6) 2013.

Manufacturer narrative:
Additional information: block b5 updated based on additional information received on october 3, 2022. Block b3 date of event: date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) (B)(6) hospital, sydney block h6: patient codes e2330 and e1405 capture the reportable events of pain and dyspareunia.

Event description:
It was reported to boston scientific corporation that an advantage fit implant was implanted into the patient on (B)(6) 2013. An advantage fit implant was also implanted into the patient on (B)(6) 2019. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; oth pain: bladder. Nonsurgical treatments: the patient was treated with pain medication for the treatment of: panadol and nurofen. The patient was treated with topical treatment (including oestrogen cream): xylocaine for the treatment of: numbing cream to try and make sex possible.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.